Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was no impact to the patient.

Manufacturer narrative:
H3:product analysis:evaluation determined that bearing was damaged. The likely cause of failure could not be determined. It was noted that the telescopic (extendable) section could not be moved at all. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there were no health effects to staff, but it was said that some of the parts that came apart might have remained in the patient¿s body. The physician indicated they would contact us if any concerns arose. Given that the event occurred two weeks ago, retention appears unlikely but cannot be fully excluded. As retention was considered possible, extensive intraoperative verification was performed, and the procedure was paused for approximately one hour.

Manufacturer narrative:
Section b5 updated section b3 updated imf code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that attachment had internal parts of the attachment were disassembled during the case. Several hours were required to confirm whether any parts had been retained inside the patient's body from the surgical site. At the time of the report, there was no information of impact to a patient. Additional information was received stating that there was no health effects to staff, but some of the parts that came apart might have remained in the patient's body.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. "Date of event or estimated date of incident not provided to manufacturer" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.